Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by that the sensor fractured while in the body of the customer. The customer's blood glucose level was 108 mg/dl. The customer reported that they were unsure if the sensor was still in the body. They did not receive any medical treatment as a result of the sensor fracturing while still in the body. It was also reported that there was loss of communication between sensor and transmitter. The sensor will not be returned for analysis.